Event description:
It was reported that a 53-year-old caucasian female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses when the left breast prosthesis deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 490cc gel breast prostheses on (B)(6) 2022. During explantation surgery, it was observed that the right side capsule was very hard and had calcium. This medwatch is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-13151 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according with the information received, the patient experienced calcification. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the saline implants returned device. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection, because microcalcifications are considered a halfmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).